Event description:
The user facility reported that during a therapeutic laparoscopic supracervical hysterectomy (lsh), a very small portion of the distal end of the scissor broke off during use, and fell inside the patient's pelvis. The tiny piece was reportedly not retrieved. An x-ray was then performed, and the users reported that the piece could not be detected. The procedure was completed with a similar, but different scissor. The patient was discharged following the procedure, and is reportedly doing fine to date.

Manufacturer narrative:
The scissor unit was returned to olympus for evaluation. The evaluation confirmed that the scissor unit had fractured 19 mm from the distal tip. The distal end of the scissor's exterior surface was noted to exhibit peeling off the gold surfaces at the fracture junction. The device has been forwarded to the original equipment manufacturer for further analysis. If further significant additional information is obtained, the report will be updated. The cause of the user's experience cannot conclusively be determined at this time. This report is being submitted as a medical device report in an abundance of caution.